Event description:
It was reported post implant that the patient experienced chest pains , and blood pressure had dropped. An echocardiogram showed and blood in the pericardia and tamponade . The blood was drained and the right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.